Event description:
The hosp reported that at the completion of a multiple coronary artery bypass graft procedure, two heartstring seals didn't unravel completely during removal process. The surgeon used one stitch to repair each of the anastomoses. No additional pt complications were reported.